Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to the email received from the healthcare provider, it was reported that the patient was hospitalized due to elevated bg levels. No specific patient information or symptoms were provided in the report. Laboratory results indicated that the patient¿s bg level was approximately 150 points higher than the value reported by the patient¿s continuous glucose monitor (cgm). However, no specific bg meter or cgm values were disclosed. No additional event details were provided, including information regarding medications, treatment administered, or the duration of the hospitalization prior to discharge. At the time of the report, the patient¿s bg meter readings were noted to be consistently 40¿50 points higher than the cgm readings. The patient had resumed multiple daily injection (mdi) therapy. Attempts to contact the reporter for further details regarding the event were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 150 points higher from the laboratory results. There were no reported glucose values available to search within the parkes error grid calculator. It has been reported that there was a difference in readings of 40¿50 points higher than the cgm readings at the time of the report. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.